Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the device was found in backup mode. Technical support was contacted and recommended reprogramming, which resolved the event. The patient was stable and there were no adverse consequences.